Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload was connected to a powered handle. The knife blade moved less than a millimeter before stopping. It did not even cut the reinforcement material from the reload. To correct the problem, another reload was used. No other adverse events were reported.

Manufacturer narrative:
(B)(4). The device was returned on august 15, 2016.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The reload was loaded into a post market vigilance powered stapler for functional testing, the interlock was overridden, and the reload fired satisfactorily. Replication of the pre-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.